Event description:
It was reported that pump issued cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Customer initially resolved cartridge alarm by loading new cartridge and successfully resumed insulin delivery, and clinical support later reviewed pump data, determined that further troubleshooting was exhausted, and arranged shipment of replacement pump.